Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, bent cannula and hospitalization. Customer's blood glucose level went as high as 614 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they had a bent cannula, the alarm did not go off and they spent 3 days in the hospital. Customer experienced vomiting, dry throat, thirst, stomach aches and diabetic ketoacidosis. Customer treated their high blood glucose twice with the insulin pump and then manual injections. Customer was placed on insulin drip and did blood work while at the hospital. Customer performed and passed the no delivery test to confirm the insulin pump was properly working.